Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a haptic on an intraocular lens (iol) did not unfold after being implanted into the patient's eye. The surgeon removed it through an enlarged incision and replaced the lens with another one. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution and blood was observed on the lens. No damage was observed to the lens. The lens was cleaned with lphse for further evaluation. No damage was observed after cleaning. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A folding inspection was conducted. The lens folded using folding tweezers and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "haptic did not unfold after implanted". The lens haptics were not in a folded position upon return. There was no damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. (B)(4).